Event description:
It was reported that the patient was admitted into the emergency room due to atrial arrhythmia. It was also reported that the device detected ventricular tachycardia during atrial fibrillation episode. The device was not able to detect atrial fibrillation due to low atrial sensing value and the arrhythmia was treated with anti-tachycardia pacing and shock. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found.